Event description:
It was reported that the customer had been experiencing low and high blood glucose levels. The customer stated that recently he has been having low blood glucose levels. The customer's blood glucose was 48 mg/dl. The customer treated himself with 45 units of carbohydrates. Reminded the customer on resources to help the customer and advised to talk with healthcare provider to make adjustments on insulin pump settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.